Event description:
It was reported that the surgeon inserted a cq2015a collamer three piece lens and the trailing haptic tore off during insertion. The lens was removed without any patient injury. The reporter stated the epiphany injection system is new for them; so, the incident was likely due to a loading or surgeon's error. This is one of two lenses the surgeon attempted to implant in this patient (see MFR report # 2023826-2010-00653).

Manufacturer narrative:
(B)(4).